Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that two ¿powerglide midline extension set became disconnected, when pulled or caught, leaving the catheter open to air. The disconnection occurred where the inflexible proximal end (near the luer lock) is joined to the flexible, longer, distal part, that houses the external clamp. This repot addresses the first device.